Event description:
The customer reported that the ventilator alarmed during testing due to a high oxygen supply pressure. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The manufacturer's service technician was unable to duplicate the reported event. The service technician performed applicable testing which passed to specification. Per labeling, the o2 source must be able to deliver 100% o2 regulated to 40-87 psi. The customer has previously reported a similar occurrence with the device due to the regulator the customer was using with an o2 cylinder. The customer reported the device was being used with wall source o2 during this reported event.